Event description:
It was reported that the patient had a problem with her device and she had to have the battery replaced. It was noted that the "machine fell and the device moved." No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).